Event description:
The patient reports undergoing cataract surgery with implantation of the crystalens in the left eye in 2008. The patient reports that at one week postoperatively, her vision was blurry and she sees a line at the edge of the iol. The patient also reports that the lens is decentered and recently she developed double vision at night. The patient is currently under the care of a retinal specialist for preexisting vitreous fluid loss. Additional information has been requested from the physician.

Manufacturer narrative:
The device history record was reviewed and there were no discrepancies or unusual findings that relate to the reported issue.